Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the high bg level. The customer has since worked with a tandem clinical diabetes specialist and the customer had not received another occlusion alarm.